Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, an impella in the ventricle alarm occurred. The patient suddenly decompensated and cardiopulmonary resuscitation (CPR) was performed. The repositioning guide was used to attempt to adjust catheter. Unable to resolve alarm after multiple attempts. Family made decision to discontinue care and the patient expired.

Manufacturer narrative:
D4: unable to complete UDI with the serial number provided. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details.